Event description:
(B)(4): it was reported that a vertier table is experiencing a hydraulic leak. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. The surgical table is in the process of being sent to a third party repair service for further eval. Any additional info discovered during the eval will be submitted in a supplemental report. There was no reported pt involvement and no adverse consequence reported as a result of this event.